Manufacturer narrative:
Event date updated in b tab. Investigation results: the complaint that the product was not releasing properly could not be confirmed from the representative 24ga insyte autoguard units that were received in sealed packaging from lot: 4162507. A functional test showed that the needles retracted properly and completely separated from the IV catheter. No damage or defects were identified on the returned samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Event date has been updated to unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle retraction was difficult. The following information was provided by the initial reporter: a teammate brought to our attention that the button on our 24g catheters is not releasing correctly. It is not allowing the nurses to pull our smoothly. Not an emergency and we will keep these on stand by if you need them sent in. Injuries or adverse event: no.